Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to verify noisy pump, motor error alarm or perform functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. The motor was tested outside of the device and passed. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during basal delivery. The insulin pump was also very noisy. The insulin pump will be returned for analysis.